Manufacturer narrative:
The investigation determined that lower than expected quality control results were obtained using the vitros clinical chemistry products phyt slides on a vitros 5600 integrated system. The root cause is analyzer related. Ocd field service replaced the iwf metering pump, returning the vitros 5600 system to intended operation. There were no further instances of phyt qc performance issues after replacing the iwf metering pump. There were no complaints of erroneous phyt patient results and no reported allegations of harm.

Event description:
A customer obtained lower than expected vitros phyt quality control results while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. (B)(4).